Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-70, serial: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient passed away due to an unknown reason.

Manufacturer narrative:
Additional information was received that the physician did not know the cause of the patient death but did not believe it was device related. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient passed away due to an unknown reason.